Event description:
The user facility reported that the front panel to their reliance 444 washer fell off two times, once hitting an employee on the head, then hitting another employee on the foot. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on-site and found that screws were missing above the door, where the front panel is located. During the technician's last visit, a scheduled preventative maintenance appointment, some of the screws to the front panel were not reinstalled above the washer door. The service technician replaced the missing screws and secured the panel properly. The unit was confirmed operational and returned to service. Steris has contacted the dsm of the service technician subject of this event and has made him aware of the situation. The technician has been properly instructed on proper re-installation of washer panels. No injury reports were filed by the employees subject of this event. Both employees are fine, no sustaining injury and did not miss any time from work.